Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. It also addresses how to recognize ventricular suction alarms and low flow alarms the potential causes of these alarms and potential courses of action. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the us that the patient was hospitalized for syncope in the setting of lvad low flow alarm. Suction events in the vad interrogation was noted. Rpm decreased to 2800. Repeat tte without changes. The patient endorsed that he had decreased his po intake and the medical team believe that a combination of dehydration and suction event lead to syncope. The patient's symptoms resolved and the patient was discharged on (B)(6) 2014 with discharge diagnosis of syncope.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Patient's condition such dehydration is a factors that could had caused the event.